Event description:
A malfunction was reported on the pump by the customer. There was no reported impact on the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, assisted with the reset, and confirmed that the malfunction did not recur. It was advised that the customer could continue using the pump and to call back if any future malfunction codes appeared.